Event description:
It was reported that a stent migration occurred. The stenosed target lesion was located in an unknown artery. A 10x42x75 unistep plus stent self expanding was advanced for treatment however it foreshortened post deployment. Another 10x68x75 unistep plus stent self expanding was deployed. However, after checking the fluoroscopy, the stent migrated to the heart. The procedure was ended and the patient was transferred to another hospital for open heart surgery. The devices were removed by a cardiovascular surgeon. The patient status was stable post surgical explant.